Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A total of 10 retained samples were used for functional tests, and no leakage was observed in any of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked at the end of the non-patient needle. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of one (1) bd vacutainer® ultratouch¿ push button blood collection set, blood leaked at the end of the non-patient needle. No patient impact reported.